Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.00 x 38 synergy(tm) drug-eluting stent was advanced but encountered severe resistance and failed to cross the lesion. The device was removed and it was noted that the mounted stent on the balloon had been lifted already. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted proximally from the stent profile. The undamaged proximal side was measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but encountered severe resistance and failed to cross the lesion. The device was removed and it was noted that the mounted stent on the balloon had been lifted already. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.